Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) was implanted the patient had poor vision, couldn't read, and notice a haze in the vision. The lens was exchanged 6 weeks after initial implantation for another model. Additional information was requested.